Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with three units of revaclear 300 dialyzer, external blood leaks were observed. It was reported the ¿blood leak issue¿ happened twice. It was not reported when during treatment the event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up it was reported during treatment with two units of revaclear 300 dialyzer, external blood leaks were observed (previously reported as three units). Should additional relevant information become available, a supplemental report will be submitted.